Manufacturer narrative:
Batch review performed on 24 september 2025. Lot 2504613: (B)(4) items manufactured and released on 03-april-2025. Expiration date: 2030-03-19. No anomalies found related to the problem. To date, 61 items of the same lot have been sold with no similar reported events during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 20 days after the surgery, the patient came in due to an infection and the cause is unknown. The surgeon revised and upsized the insert to an 11mm size. The surgery was completed successfully.